Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up, down, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the up arrow, down arrow and ok keypad buttons being unresponsive was not able to be duplicated; all buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim, discolored and had faded text.